Event description:
It was reported that the lines on the images of the skyplate detector. The device was in clinical use and there was no patient or user harm. Additional information received that the detector was dropped.

Manufacturer narrative:
Reference ID: (B)(4). Digitaldiagnost r4.x is an x-ray unit for nearby controlled digital and conventional fluoroscopy and radiography. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that lines on the images of the detector. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector had been dropped, resulting in line artifacts appearing on the image. The fse replaced the detector along with its protective covers and successfully performed calibration. No shocks were registered in the detector¿s log. The device was returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).